Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly twice and subsequently an undefined malfunction alarm occurred. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.